Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro remained on after being disengaged. A new device was used to complete the procedure. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: a visual investigation revealed that the jaws were somewhat burnt and the heater was lifted up slightly. There was some evidence of blood on the device. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test, it produced steam and heat during several activations and shut off when the toggle was released. Based upon the functional test, the reported failure "device remains activated" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).